Event description:
At the beginning of pt treatment a leak was noticed at the venous chamber/top cap joint. The pt's blood was returned. A new line was set up and treatment continued with no further problems. MDR is filed for ebl of 30-50cc.